Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Physician reported right side rupture (large tear in shell and some free cohesive gel but not liquid) and unknown side capsular contracture baker grade ii. Device has been explanted and replaced. Device discarded.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture.

Event description:
Physician reported right side rupture (large tear in shell and some free cohesive gel but not liquid) and unknown side capsular contracture baker grade ii. Device has been explanted and replaced.